Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device did not turn on and an alarm was generated due to a defective circuit board and the insufficient air supply was likely due to the failure of the primary pressure reducer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, the screen blacks out with alarm due to a defective circuit (cr) board. Also, the air supply is insufficient due to a defective primary regulator unit. The device has not been repaired in the last year. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) was informed via repair request the high flow insufflation unit cannot be turned on. The customer reported problem was found at reprocessing. No death or injury and no impact to patient or other was reported to olympus.